Manufacturer narrative:
The event is deemed serious as it required medical intervention and treatment in order to prevent a serious outcome. From a clinical perspective, a causal relationship between the device and this event is deemed probable because it was in place when the bleeding is said to have occurred. How long it was in place is unk. It is of noted however, that the complainant admits to the balloon being grossly overinflated. The IFU and training is that the balloon should be inflated with 45 ml. And apparently there was 130 ml in the balloon when the device was removed. It was also noted that the pt had been receiving hydrocortisone via rectum prior to this incident. This too could contribute significantly to a rectal bleed. Reported to the FDA on (B)(6) 2011. FDA registration number. (B)(4).

Event description:
The event was reported by our sales rep: nurse reports rectal bleeding noted while fms was in place. Pt is a (B)(6) male. Pt admitted to their facility on (B)(6) 2011 at which time the fms was placed. On (B)(6) 2011, rectal bleeding noted which resolved. On (B)(6) 2011, rectal bleeding noted. Gi referral made but no gi services at facility for gi bleed on (B)(6) 2011. Charge nurse removed the fms prior to pt being transferred at which time she discovered inflation balloon had been inflated with 130cc of fluid. She reports the indicator bubble did not appear to be in the popped position upon removing the fms. Male nurse reports no issues noted with fms. She reports erosion to the mucosa resulting in rectal bleeding. Pt readmitted to their facility on (B)(6) 2011 for septicemia and no further rectal bleeding noted. The (B)(6) nurse also noted: "his small bowel resection was on (B)(6). H/h prior to surgery was 8.5 & 26.3, he received 3 units of blood. H/h on (B)(6) was 12.08 & 36.08. She now said bleeding first noted on (B)(6) which conflicts with what she originally said. She reports moderate amount of bleeding on (B)(6) which is when they first noted the bleeding and a large amount, the second time they noted the blood on (B)(6) at which time the referral to gi doctor was made. Fms remained in place until the pt was transferred to the other facility so the pt must have been transferred on (B)(6). She also reported this time that the pt had some "kidney impairment" following surgery but that is resolving."